Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. This patient felt pain and discomfort while pacing as well as some pain in the diaphragm. The lead will be repositioned in the next few days. To date, there have been no additional adverse patient effects reported.